Event description:
An optician reported that a pt was seen in 06/2004 having experienced a central corneal ulcer, od, that did not appear to be microbial associated with wear of focus night & day lenses in 2004. Pt reported having experienced moderate pain and self-referred to a hosp based out-pt eye care facility for treatment & was prescribed predsol & acyclovir drops 6x daily, then tapered over following weeks. The optician states that these medications appear to indicate the treating facility thought the problem was viral. Pre-event acuity reported as 6/4, but no current acuity was measured. No anterior chamber reaction noted in 2004 visit & scarring was expected. Follow up visit expected in the coming week. Several requests have been made to obtain additional info, however, no further info is available at the time of this report.